Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis confirmed the failure and identified the root cause as a lack of adhesion between the insulator cup and the back shield. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician applied 'a reasonable amount of force' to the implantable pulse generator (ipg) prior to implant and the device integrity came into question as the device 'indents inwards' and exhibited an 'audible click.' The device was not implanted and a replacement was used instead. No patient complications have been reported as a result of this event.